Event description:
It was reported to philips the device is not secure on the universal stand. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer thought a replacement base assembly may be needed and requested bench repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated at bench repair. The technician observed the base assembly was damaged; the screw threads were stripped. Following the evaluation of the device, the technician replaced the base assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.